Manufacturer narrative:
The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Event description:
The user facility reported a patient was under general anesthesia when one trocar for infusion was placed in the eye and then the both upper and lower illumination failed. They rebooted the unit, but did not fix the problem. The patient was awakened and surgery was rescheduled.

Manufacturer narrative:
The field service technician on site verified the lamp error. The lamp fan assembly was removed and replaced with new part. The machine was powered on and verified the lamp fan came on when lamp 1 or 2 were selected. No further problems noted. The machine was powered on again and lamps were checked for proper function. No issues were found. The system was ready for clinical use. The device history was reviewed and found to meet manufacturing specification. This investigation is ongoing.